Event description:
On (B)(6) 2012, mother reported the infusion device display is erroneous. The display was "ok" before the pt went to bed the previous night. When she attempted to deliver a breakfast bolus, she noticed there were lines across it similar to a bar code. She inserted a new battery and battery cover, but the issue with the display continued. The infusion device beeped and vibrated as normal, and there were no alarms displayed. The infusion device was not dropped on a hard surface within the past 48 hours. Pt switched to her backup infusion device. The alleged infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.